Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Per the log review, the instrument was last used on (B)(6) 2021 on system (B)(4). The large needle driver instrument had 10 uses remaining after the last use. The instrument has a maximum of 15 uses. A review of the provided image was performed by an isi failure analysis engineer. The image showed what appeared to be 4 fragments from the main tube laying to the left of the instrument. The instrument main tube had visible skiving damage along it's length. The 4 fragments were likely created as a result of the skiving damage. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that pieces of the sheath from the large needle driver were noted to have fallen inside the patient. All fragments were retrieved from the patient and there was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received user facility report 2100090000-2021-8008 which stated the following: "the surgeon noted what appeared to be shards of the sheath of the large needle holder¿s sheath inside the patient's abdominal cavity. All visible pieces were carefully removed, and stat x-ray called. Read as negative for urfo (unintended retention of foreign objects). There was no alarm indication prior to when the pieces broke. Suggest checking if adjustments can be made to the robot alarm parameters to detect problems before sheath breaks."the procedure that was being performed at the time was a robotic-assisted inguinal hernia repair.isi followed up with the initial reporter and obtained the following additional information on 04-aug-2021. The pieces were retrieved with a laparoscopic grasper. There was no additional procedure needed to remove the fragments. It is unknown what caused the breakage or how long the instrument was in use; the total procedure time was less than 4 hours. The instrument was inspected prior to use. The instrument broke while the surgeon was grasping tissue. There was no issue with functionality noted prior to the issue. It was unknown if any instrument collision occurred. The instrument was removed prior to breakage but the wrist was straightened prior to removal. It was not reported if resistance was felt upon removal of the instrument and if any damage was noted to the cannula after the event occurred. There was no injury to the patient, all shards were retrieved, and the procedure was completed successfully. A photo of the instrument was available for review. An x-ray of the patient's abdomen was performed on (B)(6) 2021 and there was no evidence of any foreign objects similar to the control image used for reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".